Event description:
It was reported that the carer let the ambulift go down, to place the client in the bath. This made the push handle of the lift end up on the bath. The lift came out of the foot plate, fell and ended on the client's feet. The client suffered a broken toe as a result.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the mfg medibo medical products nv (registration#(B)(4)). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4) (under registration #(B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by medibo medical product nv and any medwatch reports will be submitted under registration (B)(4). It was found during the arjohuntleigh investigators on-site eval that the tiles on the side of the bath where the lift was located were already damaged. Add'l info will be provided following the conclusion of the MFR's investigation.